Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support for escalation of therapy. The impella 5.5 advanced over the wire into left ventricle (lv). Pump was inadvertently started with wire in place. Immediate impella stopped alarm occurred. Pump removed. The patient was supported chemically while new 5.5 was prepped. New 5.5 placed without issue. Or team educated while in room and will do follow-up education with md and staff to ensure all understand pump cannot be started while wire is in place.

Manufacturer narrative:
The investigation into the pump that did not start has been completed. Impella 5.5 was returned for evaluation. As per clinical, pump was started with guidewire in place leading to pump stop alarm and the pump was explanted. Visually inspected the return pump using borescope and found the guidewire marks to be present around the impeller. The pump was run with guidewire in place during the case causing interference with the impeller. No other abnormalities were found. The cause of the pump did not start issue was use related due to guidewire interference with impeller per field investigation and clinical review. The failure modes will be monitored and trended.